Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The sulu was received full fired with an advance knife blade and triggered interlock. There were no visible abnormalities in the photograph provided. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a hyperthermic intraperitoneal chemotherapy (hipec), the jaws were unable to open after clamped over the tissue. There was no patient injury.